Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿inflammatory nodule, some visible¿ on their lower right jaw, above/upper lips and marionette region, 6 months after injection with 2 syringes of juvéderm vollure¿ xc. Treatment is noted as ciprofloxacin, doxycycline, prednisone, and hylenex. Two weeks after filler patient had a heart attack. Patient had shingles, a sinus and ear infection four months after injection, lasting for 3 months; these were determined to not be device related. Events are ongoing at this time. Patient was concomitantly injected with one syringe of juvéderm volbella® xc. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00532 (allergan (B)(4)). This MDR is being submitted for juvéderm vollure¿ xc.